Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by the paramedics for low blood glucose levels. No blood glucose reading was reported. The customer stated that her blood glucose levels went low because she was very active that day and did not check her blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.